Event description:
Customer reported that the insulin pump has received low glucose alerts around 4 different times indicating that the glucose level has been between 40 and 60 mg/dl and it keeps going into threshold suspend. Customer stated that his blood glucose level is 121 mg/dl. Customer was at work and did not have another sensor to change into and was unable to troubleshoot. Customer also reported that he changed out the infusion set the other day and couldn't fill the tubing. Confirmer was advised on the no delivery issue and that normally it is resolved by disconnecting and connecting the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.